Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that paramedics were called to her home due to low blood glucose of 27 mg/dl. The customer stated that her speech was impaired. The customer was experiencing low blood glucose for the past couple hours. Reviewed the programming and found that the customer bolused 14.0 units of insulin before the paramedics arrived. Offered to troubleshoot the insulin pump, but the customer declined. The customer's most recent glucose reading was 319 mg/dl, and the customer has bolused 3.6 units of insulin and her glucose level were going up instead of dropping. No further info was provided.